Event description:
Additional information received from the patient reported the steps taken to resolve the stimulator not helping with their pain was working with the doctor's office and manufacturer's representative (rep).

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain reported their device wasn't working as it was described to them or helping with their pain. The nurses that programmed the device for the patient said he should be able to switch it to a or b and either one should be able to help him with his pain management. The patient confirmed he tried switching it back and forth, but it hadn't helped him at all. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received, a follow-up report will be sent.